Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site. The field service engineer (fse) observed that the instrument's glucose electrode, stir bar and cup assembly were very dirty. The module was cleaned and acceptable quality control results and precision assessment results were generated by the instrument. Customer was informed of importance of proper module maintenance/cleaning the root cause associated with this event appears to be a dirty glucm module.

Event description:
The customer reported that on (B)(6) 2011 erratic modular glucose (glucm) results were generated on a unicel dxc 800 synchron system for multiple patient samples. A subsequent repeat of the samples on another instrument generated results that were regarded as valid. Fifteen erroneous results were reported out of the laboratory and required amended reports. Data supplied by the customer indicates the generation of forty one questionable glucm initial results. Twenty six initial results were never released from the laboratory. The customer confirmed that for the fifteen results that were released from the laboratory and later amended, there was no associated death, serious injury or modification to patient treatment. Quality control results during the event timeframe indicate that the serum quality control material was very erratic (fluctuating between +/- 3 standard deviations of mean) prior to the event.